Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that this patient had fallen resulting in possible damage to the device. The patient was not symptomatic at the time of the fall and reported tripping when the fall occurred. The patient sustained a laceration on the forehead and nose. During the replacement procedure, it was observed that this device was clearly dented and telemetry could not be established. The leads were checked and no issues were identified. A replacement device was connected to the chronic leads without difficulty. There was no evidence that the device led to fall. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at boston scientific post marker quality assurance laboratory, visual inspection confirmed a dent located across a corner of the diagram of the ports that is inscribed on the front case. All of the seal plugs were intact and all of the set screws operated normally. Attempts to establish telemetry were unsuccessful. The device casing was removed and internal measurement identified a battery voltage of 3.070 volts. A segment of the integrated circuitry is cracked from end-to-end. The dent in the front case aligns with the corner of the integrated circuitry that is closest to the crack. None of the low power supplies were functioning. It was concluded that the device sustained induced damage that occurred when the patient fell.